Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified shunt. A 5.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, on the first inflation at 6 atmospheres for 1 second, the balloon ruptured. The device was successfully removed and was replaced for a different model to complete the procedure. No complications reported, and patient status was good.